Event description:
At the moment of the shooting the stent stayed in the "in the" endoscope despite following the process. Hello I send you a statement following an incident that occurred on (B)(6) 2022 at the endoscopy-104 department of the (B)(6) hospital (B)(6). At the time of the release of the prosthesis it remained in the endoscope and this despite the respect of the procedure. Another prosthesis from another supplier had to be used without problems. The device has been kept for expertise. I remain at your disposal for any further information. Lab evaluation completed on 28-mar-2022: visual inspection: no stent returned. Lock wire not returned. Flexor kinked approximately 55cm from the tip. Introducer fully deployed on return - red marker at the end of the handle. Functional inspection: slight resistance while actuating handle.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: user/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required the device evaluation for evo-fc-10-11-6-b of lot c1890080 was complete on 28th mar 2022. No stent or lock wire was returned. The flexor was kinked approximately 55cm from the tip. Introduced fully deployed on return. The red marker was at the end of the handle. There was slight resistance felt while actuating the handle. Numerous attempts were made to obtain information from the customer. The file will be update if any information is retrieved. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1890080 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c1890080 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the instructions for use, ifu0062 which accompanies this device, instructs the user to; " with the elevator open, advance device until endoscopically visualized exiting endoscope. There is evidence to suggest that the customer did not follow the instructions for use. Root cause analysis a definitive root cause was established. The user has not complied with the requirements of the IFU/label. From the available information it is known that the customer attempted to deploy the stent while it was still inside the endoscope. As per engineering input ¿¿ the kink could be linked to the user error as the stent in the endoscope would have made it difficult to advance and retract the device.¿¿ confirmation of complaint is confirmed based on customer and/or rep testimony summary of investigation according to the customer at the moment of deployment the stent stayed in the endoscope despite following the process. Confirmed quantity of 1 device, confirmed used. The patient¿s outcome is unknown. Investigation findings conclude a definitive root cause was established. The user has not complied with the requirements of the IFU/label. From the available information it is known that the customer attempted to deploy the stent while it was still inside the endoscope. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Follow up report being submitted due to the completion of the investigation on 15 dec 2022.